Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Olympus local service engineer report that the main circuit board of the device was broken. Omsc surmised that the reported phenomenon was occurred due to the main circuit board of the device was broken by some cause. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed by the user that the alarm went off when the user turned on the device. The device didn't work properly. Other detailed information was not provided. There was no report of patient injury associated with the event.